Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager door had failed. A field service engineer (fse) found that door was also not locking when closed. Fse replaced the pyxibus controller board and tested the unit in the hardware test application, all tests passed. The fse checked remote manager box and hasp, bus cable, latch, harness & interface board. Checked bus cable connection at communication sled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager lock was broken and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.